Event description:
It was reported that during a replacement of a defibrillator, the left ventricular lead exhibited high thresholds. The lead was explanted and replaced. The patient was in -good- condition after the surgery.